Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Manufacturer narrative:
Field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer reported that the reported problem could not be duplicated and the machine was placed back into service without further issue. (B)(4).

Event description:
The customer reported the exhalation valve stuck open. No pt involvement or harm reported.